Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
On or about (B)(6) 2016, plaintiff underwent placement of an angiodynamics vortex port catheter, with model number lvtx5213, and lot number 4993087. The vortex device was comprised of a port body and a silicone catheter. The vortex device was implanted by dr. (B)(6), m.d., at (B)(6), for the purpose of treating plaintiff's plasmapheresis. On or about (B)(6) 2016, plaintiff presented to (B)(6). Blood cultures were drawn and returned positive for infection, necessitating removal of the device. On or about (B)(6) 2016, plaintiff underwent removal of the defective device. The procedure was performed by dr. (B)(6), m.d., at (B)(6).